Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board set could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue when using the evis exera iii video system center. The issue was found at the beginning of the diagnostic procedure, there was about a one hour delay as a result, and the procedure was completed with a similar device. There were no other devices involved or replaced, and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.